Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip falls into the patient in an open state. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-00119 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-00120 pertains to the second resolution clip device, and manufacturer report #3005099803-2015-00125 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip released from the catheter and fell off into the patient in an open state before the clip was able to grasp and lock onto tissue. The clip was left to pass naturally. The same issue occurred with the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.